Event description:
It was reported that the devices were used during a laparoscopic hysterectomy procedure. The or staff noticed there are several brand new trocars that have a pattern of indentation on the clear plastic portion of the package. This is something the nurses are concerned with as they cannot tell if any of the marks have actually broken the plastic thereby making them non-sterile.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The returned package was visually examined. The film blister did show a pattern of dots on the surface of the material. No punctures, perforations, or holes were present in the film. The pattern is caused by the preheat tooling on the blister form and is part of the normal manufacturing process. Packaging integrity is not affected. Complaint event is not confirmed. Batch history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.